Event description:
This complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that the transseptal needle could not be advanced through the dilator of the swartz sl1 guiding introducer. The blockage was in the distal portion of the dilator, before the curve. The sheath was flushed with saline, the dilator was inserted into the sheath, and the proximal guidewire was inserted into the distal end of the dilator (the dilator was in the sheath). The sheath was then inserted over the wire into the pt's right atrium and the guidewire was removed. When inserting the needle into the dilator, the physician felt resistance and removed the needle and then removed the sheath from the pt. The physician used a new dilator with a new swartz sl 1 sheath from the same reorder and lot to complete the procedure. The physician tested the device outside of the pt and the needle went through the dilator.

Manufacturer narrative:
One 8.5f swartz braided introducer and one 8.5f transseptal dilator were received for eval. Functional testing revealed resistance observed near the distal end of the dilator. The distal 2.0 inches of the dilator were cross-sectioned open which revealed the needle had skived along the inner wall of the dilator creating a tube shape and blocking off the lumen. The width of the skived material measured .015 inches wide and was consistent with a transseptal needle which was used without a stylet. If a stylet had been used, the skived material would be shavings and not a tube shape. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states under "prepare and assemble equipment" insert the brk transseptal needle and stylet into the sheath/dilator".